Event description:
During a coil embolization procedure, the physician pushed the first coil (orbit trufill dcs-638cf0615) distally in the select lp es (mc) microcatheter, but resistance was felt and it was not possible to advance the coil any further. After checking the images, there was suspicion that the coil was detached and the coil was removed. The coil was indeed detached and remained in the mc which was also removed from the patient. The prowler was in place at the location to treat the aneurysm. The coil was prepped according to IFU guidelines and then inserted into the mc. After the event, the doctor restarted the procedure using a same like products to finish the case successfully; however, the case was delayed 20 minutes due to the event. The user was trained. The product was stored per labeling instructions, and a dcs syringe was not utilized. The event occurred when the coil was completely in the mc. No additional intervention was required, and there was no adverse outcome to the patient. There was no resistance when inserting the coil into the mc. The mc tip was not reshaped. No additional medication was required as a result of this event.

Manufacturer narrative:
Additional information indicated that prior and after removal from the package, the products were not damaged. During insertion, the tuohy or y connector was closed to secure the introducer and prevent movement, and the coil introducer was seated correctly in the microcatheter hub. The introducer was not damaged by the y connector. A constant flush was maintained at all times through all the systems. No additional torque was applied to the microcatheter or coil delivery system in order to advance the devices. After removal from the patient, no other damages were noticed on the microcatheter or coil delivery system. This is one of two products involved with this adverse event, which is associated with MFR report #1058196-2010-00032. Additional information will be submitted within 30 days of receipt.